Event description:
Additional information received indicated that the syncope was caused by inhibition of pacing due to oversensing of the external electromagnetic interference (emi). The patient was stable and in orthopedic rehabilitation due a fall from the syncope. No further intervention planned at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there were several episodes of noise reversion on the device and the patient experienced syncope. Lead provocative testing did not reproduce any noise episodes, and it was determined that the noise was most likely due to electromagnetic interference (emi). The patient was stable and will continue to be monitored. Further information was requested but not received.